Event description:
It was reported that during a system upgrade procedure, a left ventricle lead was attempted to be positioned however high thresholds above 5v was observed. Repositioning was attempted several times in different locations in which the same issue persisted. Eventually a new lead was used to complete this procedure, resulting in a normal threshold range below 2v. No adverse patient effects were reported. This device has been received for investigation and product analysis is currently in progress. When the investigation has concluded a follow up report will be submitted.